Event description:
New information received states that the patient was seen in clinic and the device was restored back to its original settings. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received shocks and presented to an emergency room. Upon interrogation, it was noted that the device was in back up vvi mode. The shocks were appropriate as there were no episode recordings noted when the device was rebooted. The patient was scheduled for an in clinic visit and restoration of device to its original settings was discussed. The patient was stable post interrogation.